Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the ICU. During insertion, the peel-away sheath tip became damaged when placing through the patient's tissue. As a result, another kit was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the peel-away sheath tip was damaged during insertion was confirmed. No sample was returned but the customer returned four pictures of the damaged sheath tip. Visual examination of the pictures found the distal end of the peel-away sheath with a damaged tip. The tip appears to have been pushed back, flared, and accordion creating a split which was observed along at least one score line. The IFU for this product provides insertion techniques for the sheath/ dilator assembly and cautions the user not to remove the dilator until the sheath is well within the vessel to minimize damaging the sheath tip. The customer did not report their insertion technique. A device history record review was performed and did not reveal any manufacturing related issues. Based on the reported information, the time of discovery and the condition of the sample operational context caused or contributed to this event. No further action will be taken.